Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed displacement test, prime/a33 test and excessive no delivery test. Unable to perform basic occlusion, occlusion test and unable to confirm motor error alarm due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had reservoir compartment was falling off, the bling ring was now exposed and was continuing to chip. Customer stated that drive support cap was normal. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.